Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a broken input disk # 7 was found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input do not show damage. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver instrument gray gear fell off. No fragments fell into the patient. The procedure was completed with no reported injury.